Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, deep scratches on the reservoir tube window, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 40 mg/dl. The customer stated that there is crack where he places the reservoir in it and it cracks where you see the reservoir between the reservoir opening and the window reservoir, is about 1/2 an inch. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 40 mg/dl. The customer was treated was treated and corrected too much. This may be why customer is running high today. He was given an insulin pen for the next two days.